Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported low blood glucose and loss of consciousness. The customer reported a blood glucose value of 51 mg/dl. The customer reported hypoglycemia and loss of consciousness, which was treated with discontinuation of use of the insulin delivery system, the glucose/carb intake, an emergency medical service/room visit, and hospitalization. The event involved products mmt-1884, mmt-397a, and mmt-332a. Troubleshooting was partially performed, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-397a and mmt-332a. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in the section below with this report. 1. Section h6: health effect - clinical code 2418 & health effect - impact code 4613 have been removed. 2. Section h6: health effect - clinical code 2418 & health effect - impact code 4613 have been removed. 3. Section h6: health effect - clinical code 2418 & health effect - impact code 4614 have been removed. 4. Section h6: health effect - clinical code 2418 & health effect - impact code 4607 have been removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: as per medical review comments, the customer does not allege loss of consciousness.